Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No device or photos were received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: event occurred in (B)(6).

Event description:
It was reported that during a shoulder arthroplasty, the threads broke off of the impaction head and were inside the guide arm. No patient injury occurred. Attempts have been made and no further information has been provided.